Manufacturer narrative:
PMA/510(k) #: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was found to be leaking from the hub during pre-treatment testing before an unknown procedure. The defective device did not make patient contact.

Manufacturer narrative:
Additional information: d10. Investigation evaluation. A review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, as well as a visual inspection and dimensional verification of the returned device was conducted during the investigation. One opened, used 8.5fr mac-loc catheter in an unlocked position was returned for evaluation. Biological matter was present on the device with no additional surface damage noted. Tug and twist tests revealed that the flare was secure. Leak testing was unable to confirm the presence of a leak. Upon removal of the cap, the suture was found to be wound in the threads. The catheter flare was observed to be lopsided with a lip. It was noted during a visual inspection that the number of threads showing on cap exceeded what was detailed in manufacturing specifications, indicating nonconforming product. Additionally, a document based investigation evaluation was conducted. The instructions for use (IFU) instruct the user to inspect the product prior to use to ensure that no damage has occurred. A review of the device history record shows no relevant nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, examination of the returned product and the results of our investigation, a definitive cause could not be established. Appropriate measures have been taken to address this failure mode. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.